Event description:
Problems placing jostent 5.0mm x 16mm covered stent. Normal process is catheter with balloon and stent is placed at lesion, and balloon is inflated to 16 atmospheres maximum which releases the stent. In this case, the balloon wouldn't inflate however the stent detached prematurely. When the catheter was pulled back, the stent remained inside the patient (not in position). A second procedure was required to recapture and remove the stent, and place a new stent to fix the lesion.